Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation, and perforation abutting an organ. The patient reported becoming aware of these events in addition to filter tilt, approximately thirteen years and two months post implant. The patient also reported anxiety related to the filter. According to the implant records the indication for the filter implant was lower extremity deep venous thrombosis (dvt) with a contraindication to anticoagulation. The patient was prepped and draped in the usual sterile fashion and percutaneous access of the femoral vein was obtained with a vascular needle and wire. Using fluoroscopy, the wire was placed into the inferior vena cava and a venogram was performed identifying the location of the inferior vena cava (ivc) and the location of the renal veins at the level of l1. The filter was deployed at the l2-l3 interspace. The patient tolerated the procedure well without complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and organ perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation, and perforation abutting an organ. Per the implant records the patient was reported to have a history of lower extremity deep venous thrombosis (dvt) with contraindication to anticoagulation. The patient was prepped and draped in the usual sterile fashion and percutaneous access of the femoral vein was obtained with a vascular needle and wire. Using fluoroscopy, the wire was placed into the inferior vena cava and a venogram was performed identifying the location of the inferior vena cava (ivc) and the location of the renal veins at the level of l1. The filter was deployed at the l2-l3 interspace. The patient tolerated the procedure well without complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into and abutting adjacent organs, filter tilting, and fractured filter struts retained within the ivc, becoming aware of these events approximately thirteen years and two months after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
Occupation: other, (B)(6). The exact event date is unknown and the event date is the complaint awareness date. As reported the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter insertion has not been provided. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation, and perforation abutting an organ. The filter remains implanted thus unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed the trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture, associated to perforation of the ivc and/or surrounding organs and structures, is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The fractured portion may erode or perforate through the ivc and into adjacent tissues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation, and perforation abutting an organ.